Manufacturer narrative:
Completed information: patient information: patient 1: (B)(6) male sid (B)(6), patient 2: sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant (falsely elevated and falsely depressed) alinity c creatinine results for two samples. The following data was provided (reference range: 0.6 to 1.3 mg/dl): (B)(6) male patient: (B)(6) 2020 sid (B)(6) initial result = 4.6 mg/dl, repeat on another alinity after the physician questioned the result = 0.9 mg/dl. Sid (B)(6) initial result = 0.7 mg/dl, repeat on another alinity = 2.69 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts. Ultimately, the issue was resolved by rebuilding the reagent syringe which included the rgt seal tip 1, rgt seal tip 2, and the rgt syr o-rng. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review did not reveal any additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending review did not identify any trends for the parts replaced. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the rgt seal tip 1, rgt seal tip 2, rgt syr o-rng, or the alinity c processing module for serial (B)(6) was identified.